Event description:
The patient contacted baxter's technical service center regarding a check patient line alarm, which occurred on the homechoice during use during fill 1. The patient was connected. The patient stated that when they received the alarm, they noticed the patient line clamp was still closed. The patient saw that there was air in the line. The patient wanted to start over with new supplies. The baxter technical service representative walked the patient through the ending therapy procedure. The patient ended the therapy and would start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance spoke with the patient on (B)(6) 2011, regarding the reported event. The patient stated they were able to continue therapy after starting over with new supplies. The patient stated since then they have been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a check patient line alarm where air was observed in the patient line was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was use error. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.